Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that five alaris pump experienced communication errors while in use in the intensive care unit. The pumps were described as either not turning on; stopping during use and displaying communication error; or turning off when moved or touched. There was patient involvement, but patient impact is unknown. A medwatch (uf/importer report# (B)(4)) was received that indicated: safety stop called in ico c as alans pumps have frequently been failing or malfunctioning. Two different pumps failed prior to calling safety stop. Then additional 3 pumps were tried and again failed for total of 5 malfunctioning pumps. The pumps will either 1) not turn on and sense that channels are connected, 2) work normally for setup then suddenly stop saying communication error, 3) if moved or even touched will turn off and not turn back on. This interferes with workflow, with safety of the patient as sometimes these pumps are infusing lifesaving/supporting medications.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that five alaris pump experienced communication errors while in use in the intensive care unit. The pumps were described as either not turning on; stopping during use and displaying communication error; or turning off when moved or touched. There was patient involvement, but patient impact is unknown. A medwatch uf/importer report# (B)(4) was received that indicated: safety stop called in ico c as alans pumps have frequently been failing or malfunctioning. Two different pumps failed prior to calling safety stop. Then additional 3 pumps were tried and again failed for total of 5 malfunctioning pumps. The pumps will either not turn on and sense that channels are connected, work normally for setup then suddenly stop saying communication error, if moved or even touched will turn off and not turn back on. This interferes with workflow, with safety of the patient as sometimes these pumps are infusing lifesaving/supporting medications.